Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2005; 6935, implantable defibrillating lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular lead had increased threshold, high impedance and a fracture of the lead was seen on x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.